Event description:
The customer reported that the system displayed an error message that collimator calibration was needed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep deleted and reloaded the communication nodes and uploaded the calibration files. The system was tested and found to be working as intended and put back in service.